Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
On (B)(6) 2014, an initial report specified the pt received ossif-I-sem (ossif-I-mineralized cortical/cancellous allograft bowl) small particle bone graft and heliplug. On an unspecified date the pt came down with pneumonia after the procedure. The periodontist did not know if pneumonia was or was not related to the ossif-I, but couldn't say one way or the other for sure. On (B)(6) 2014 customer reports procedure was on (B)(6) 2014 and pneumonia event diagnosed at ER, antibiotics prescribed and pt is improving.